Event description:
It was reported to terumo cardiovascular systems that during cpb, the tubing slipped off the y connector resulting in 175 - 200 ml of blood loss. The following event information was gathered through clinical discussion. This event occurred during an elective congenital repair where two separate venous cannulae were used with a 1/4 single sterile connector and the connections were made by the surgical team. This disconnect occurred while the pt's temperature was at 28 degrees c. The venous line that returns blood to the venous reservoir disconnected from the y connector. This was quickly identified by the surgical team, and the venous line tubing was reconnected without need of temporarily weaning from cpb. The pt did require a transfusion of 150 ml of red blood cells to compensate for the blood loss. The procedure was completed, as scheduled, but it did prolong the aortic cross-clamp period and delayed the continuation of the procedure about 5 minutes. The pt was weaned from cpb without issue. There was no harm observed or reported.

Manufacturer narrative:
Terumo did receive the actual device and it was evaluated. A visual inspection did not note any discrepancies with the tubing or connector. Both were dimensionally evaluated and found to be within specification. It was reported that this connection was not tie banded by the user, as stated in the cardiovascular procedure kit instructions for use, "pushing user made connections past the second barb and tie-banding all user made connections will prevent disconnection and leaks." Terumo will monitor for future issues. The complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).